Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
Crm annsofi svensson reported that an adverse event had been reported from an investigator initiated study in (B)(6). The pt was excluded from the study after dislocation of the hip after a fall, and she had to go through open repositioning.